Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that their sensor alarmed lost sensor, and when they pulled out the sensor the cannula was missing. The patient's blood glucose at the time of incident is unknown. The sensor was not returned for analysis.